Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no disposable alarm messages after the pump started. Visual inspection and functional testing were performed. Investigation unable to repeat customer's reported problem. During the investigation, the pump was visually inspected and the pump's event history logs showed "no disposable" alarm messages after pump started. The investigation recommended the pump downstream occlusion sensor to be replace. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm. No reported adverse effects.